Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: as this is from a literature review, the event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter edge-to-edge repair in anatomically complex degenerative mitral regurgitation: 3-year outcomes from a real-world registry.

Event description:
The article "transcatheter edge-to-edge repair in anatomically complex degenerative mitral regurgitation (dmr): 3-year outcomes from a real-world registry" was reviewed. The article presented a prospective single center study, to evaluate outcomes by specifc anatomical criteria in patients with severe dmr and complex valve anatomy enrolled in the prospective mitraulm registry. Devices mentioned include mitraclip. The article concluded that in patients with anatomically complex dmr, advances in procedural techniques for mitral transcatheter edge-to-edge repair (m-teer) have allowed successful treatment with sustained mr reduction and improved long-term survival. [The primary author and corresponding author was nicoleta nita at university medical center, ulm, germany with corresponding email nicoleta.nita@uniklinik-ulm.de.] The time frame of the study was january 2010 and june 2021. A total of 304 patients were included in this study, of which all received an abbott device. The average age was 80 years and majority gender was male. Comborbidities included heart failure hospitalization, prior cardiac surgical intervention, prior cardiac transcatheter intervention, coronary artery disease, myocardial infarction, hypertension, diabetes, atrial fibrillation, peripheral artery disease, copd, chronic renal failure, previous cancer, pacemaker, degenerative mitral regurgitation. Peri and post-procedural complications included death, hospitalization, major adverse cardiac and cerebrovascular events (cardiovascular death, stroke, myocardial infarction and severe bleeding), reintervention.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including heart failure hospitalization, prior cardiac surgical intervention, prior cardiac transcatheter intervention, coronary artery disease, myocardial infarction, hypertension, diabetes, atrial fibrillation, peripheral artery disease, copd, chronic renal failure, previous cancer, pacemaker, degenerative mitral regurgitation. Complications reported included death, hospitalization, major adverse cardiac and cerebrovascular events (cardiovascular death, stroke, myocardial infarction and severe bleeding), reintervention; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.